Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no ultrasound during a procedure. There were no error messages displayed and no patient impact. It is unknown how the procedure was completed. Additional information has been requested but not received.